Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing. The lead was explanted and replaced with no complications. The patient was fine after the event.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.